Manufacturer narrative:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation, the device was unable to be powered on. This fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation, the device was unable to be powered on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.